Event description:
The complainant reports the foley catheter was inserted into the pt on (B)(6) 2015 prior to the cesarean section procedure. It is further reported on (B)(6) 2015, after the device had been in place one day, staff attempted to deflate the catheter's retention balloon via syringe which was unsuccessful and then inserted two milliliters of water into the retention balloon and again attempted to deflate the retention balloon via syringe. When this did not deflate the retention balloon the foley ports were cut and still the balloon wouldn't deflate. The complainant reports the balloon was punctured and deflated by inserting a stylet into the channel between the inflation port and balloon and the pt experienced no harm.

Manufacturer narrative:
A quality complaint investigation was performed. A sample was not received from the customer. Only the product lot# 409449r001 and cat# r51111630 was available to assist in the record review. Reviewing of assembly work order does not reveal any signs of non-deflation detected during the inspection. Reviewing of the in-process functional test report for dip codes does not reveal any sign of such defect detected during the drainage test. The sample taken from this manufacturing lot met the specification when subjected for the functional test in accordance to the test method. Reviewing of the risk assessment file does cover potential cause and it's controlled. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on record review, there were no significant abnormalities. No previous investigations are available. After a detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude that the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No further info was available at the time of the report. There were no reports of the pt being harmed as a result of this malfunction. Should additional info become available, a follow-up report will be submitted. (B)(6).